Manufacturer narrative:
(2nd reported event). Returned for evaluation was solero unit, (B)(6) . Functional check: could not duplicate issue stated by customer. Opened unit and inspected ecm cable from nest to control card, no issues found. Re-seated ecm cable, and performed functional test and passed. Performed electrical safety and passed. Unit meets all acceptance criteria. The reported complaint description of error 209 was not confirmed. A potential root cause for the error 209 events was due to the solero probe. This is the first time the unit had been reported for error 209. The catalog and lot number of the disposable applicator used during the event was not reported by the user. A ship history report (shr) was generated in order to ascertain the last three lots of all solero applicators shipped to the reporting customer in the six months prior to the procedure date. This review indicated that the complainant had received lot numbers 5601067, 5603055 and 5559132. A review of the lot history records was performed for the packaging lot (for h787700106002us0) lot: 5601067 and (for h787700106001us0) lots: 5559132 and 5603055 obtained through a ship history report for any deviations related to the reported defect of the complaint. The review confirms that the packaging lots and all component lots met all material, assembly, and performance specifications. A review of the device history records (service order system) was performed for the reported serial number qby0002394 for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. Labeling review: the user manual, which is supplied to the user with this unit contains the following statements: for error 209. 6.3 errors: errors are non-recoverable system failures which require the end user to reboot the system. System errors may be the result of a failure that the end user in general has no ability to correct. System errors will be reported with unique error numbers which must be provided to angiodynamics to facilitate troubleshooting. In the event of a system error please make note of the events leading up to the error, record the error number, and follow the on-screen instructions. If such an error occurs, the solero unit will turn off and disable the microwave source, so there is no risk of immediate harm to the end user or the patient. Coolant temperature >52°c (system error 209): the system will display an error when the applicator temperature sensor detects the coolant to be hotter than 52 °c as shown. If an ablation is in progress when this occurs, the system will abort and enter the system error state. This may occur if the temperature at the applicator tip spikes, or if the coolant flow is restricted or stopped. If the pump is stopped due to an error or if the pump housing cover is opened during an ablation, the hot tissue surrounding the tip will cause a sudden spike in temperature because there is no coolant flow. In this case, replace the coolant, and wait two minutes to allow the tissue to cool and then restart the system. If the error immediately recurs, it may be necessary to reposition the tip into cooler tissue or replace the applicator completely. If the error occurs but the pump continues to run, the coolant should be replaced even though the pump is running and allowed to circulate for two minutes to reduce the temperature, after which the system should be restarted. In either case, an ablation may not be resumed until the system has been rebooted and the temperature of the coolant in the tip is below 38°c.". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported solero unit has yet to be returned to the manufacturer for an evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics territory manager reported an issue with this solero generator. The generator was giving a constant "error 209," event after several resets and changing the saline source. After letting the machine sit for 5 minutes, it was rebooted and the case was completed. This has reportedly occurred during the last 5 cases while using chilled saline bags. In each instance, this occurred during procedure and the procedure was completed as planned; however, time was added for the delay. Additional information received reported the procedure was delayed for greater than 30 minutes in which during the delay, the patient was sedated. This was the second occurance of this unit issue. It was indicated the reported solero unit is available for return to the manufacturer for an evaluation. This event meets the criteria of a reportable adverse event as the procedure was prolonged greater than 30 minutes; potential patient safety risk due to prolonged anesthesia.